Manufacturer narrative:
Analysis of the pump revealed corrosion and or wear and or lubrication stall due to shaft bearing, gear wheel 3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone (concentration and dose unknown) via an implanted pump for herniated disc and spinal pain. It was reported that the patient heard an alarm and had the pump interrogated at which time the pump stated motor stall occurred, stopped pump period may exceed tube set. It was unknown if the patient recently had a MRI. The rep would see the patient on 07/14/2016 and read the pump to get additional information. The patient was very upset and he would contact an attorney if this costs him anything. No symptoms were reported. The event date was also unknown. Additional information was received from the rep indicated the patient was currently scheduled for a dye study and a replacement, but they have not completed them yet. The pump was read and a printout was left with the physician.

Manufacturer narrative:
Conclusion code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a company representative and it was reported that the pump was replaced. It was believed that approximately two months prior to (B)(6) 2016 the patient had been told by the refill office about the motor stall. The cause of the motor stall was unknown. Following the pump replacement procedure, the patient recovered without sequela. No rotor or dye study was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.